Event description:
After placed into the patient, it was difficult to visualize the mapping catheter. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep [manufacturer representative] directly about event and coordinating return of product. Manufacturer response for mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).